Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-25. The healthcare professional (hcp) replaced the ins and surgical lead on (B)(6) 2019. The rep said that the spinal cord stimulator (scs) system stopped working 6 months after implant. Per the patient, half the electrodes stopped working. The patient stopped recharging the implant as a result. A different rep saw the patient 6-8 months ago to perform a physician mode reset (pmr) but it wasn't successful. The rep wasn't sure if the other rep was aware of the lead issue. The neurosurgeon mentioned that the lead was damaged. However, the rep couldn't say if the hcp saw something that was physically damaged. The rep said that the patient isn't aware of any event that might have caused the scs to stop working. The overdischarge occurred on an unknown date. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID 39565-65 found no significant anomaly. Concomitant medical products: product ID 39565-65 serial# (B)(4) product type lead. Product ID 97792 lot# unknown product type accessory. Product ID 97792 lot# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the ins will not be returned as customer discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was in overdischarge due to patient compliance. The patient stopped using the ins a year ago so they stopped charging the ins. The rep performed 2 trickle charges but the battery wouldn't start. It was noted that the issue was not resolved at the time of the report and surgical intervention was planned. No symptoms were reported. No further complications were reported.